Event description:
A customer reported he obtained a reading of approximately 250 mg/dl on his precision xtra blood glucose meter, self-administered insulin and then passed out. The paramedics were called and the customer was reportedly treated with glucose intravenously and transported to hospital. The customer also reported he did not know his medical diagnosis, but according to the report he was treated with glucose and insulin (insulin treatment is not consistent with the medical event). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was retuned for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The date in h4 is the date the complaint was received.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.